Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was removed, due to premature eri.

Manufacturer narrative:
The device was found to be within expected longevity performance.